Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that unspecified stents were uneventfully implanted in the totally occluded mid circumflex coronary artery. The nc merlin balloon was successfully prepped for post dilatation and was advanced over a non-abbott wire. Resistance was met with the wire and the nc merlin could not advance past the guide catheter. The device was removed over the wire with resistance and was removed from the body. There was no intervention required. Another balloon was successfully used. There was no adverse patient effect. Though requested no additional information was provided. Subsequent device analysis found what appeared to be foreign material present in the shaft of the nc merlin.

Manufacturer narrative:
(B)(4). Factors that may contribute to the resistance during advancement/retraction of the stent delivery system (sds) over the guide wire may include, but are not limited to, inner diameter (ID) of guide wire lumen, guide wire lumen damage or blockage, outer diameter (od) of the guide wire, guide wire damage/contrast or blood build-up, product placement technique, or guiding catheter support. Only the nc merlin balloon dilatation catheter was returned. The guide wire and guiding catheter used during the procedure were not returned, which may have aided in the investigation. It was reported that the guide wire was used successfully with other devices. Analysis of the returned device revealed blood on the tightly-folded balloon and shaft, which appears consistent with the reported use. There was also thick contrast noted in the hub and on the shaft. During initial attempts to backload and frontload a new 0.014 inch guide wire into the returned device, the guide wire became stuck, confirming the reported resistance. When the wire was pulled back after being inserted from the luer entrance, a thick piece of contrast was attached to the wire, and, after soaking, the guide wire was removed and covered in thick contrast. Then, a new guide wire was inserted into the guide wire lumen from both entrances (the distal tip and the luer) and located the blockage approximately 2.5cm distal to the distal end of the hub. The guide wire lumen was cut and revealed what appeared to be a piece of foreign material. The foreign material and suspected thick piece of contrast were sent to the technical services laboratory (tsl) for further analysis. The chemical analysis compared and attempted to identify the proximal and distal samples of the foreign material from the cut lumen as well as the suspected thick contrast from the luer. The chemical analysis report could not find perfect matches for either material but concluded that the foreign material from the cut lumen had common peaks with silicon and lldpe and may resemble c-flex (a soft opaque silicone based polymer), and the suspected contrast in the luer had common peaks to contrast with possible biological contamination. C-flex is not a material used in the manufacture of this product; however, the guide wire lumen has a silicon coating and an inner layer composed of hdpe (hdpe, petrothene). Consultation with atsl representative noted that lldpe and hdpe are both forms of polyethylene (pe) and have similar scans, suggesting the foreign material may be the inner layer of the guide wire lumen (inner member). Additional analysis of the returned product further supports that the inner layer was, in fact, missing underneath the luer assembly (proximal to the original cut) and was likely the blockage in the guide wire lumen. Clarification from the reporter revealed that, prior to loading the guide wire, there was no noted damage to catheter shaft, the inflation lumen was successfully prepared, and the guide wire lumen was flushed without event, suggesting there were no leaks, blockages or damage to the guide wire lumen prior to use. Prior to functional analysis of the returned product, visual inspection noted that the inner member at the proximal end of the adaptation (luer assembly) was damaged: material appeared bubbled near its connection to the luer assembly and material distal to the bubble was pushed outward. The noted inner layer peeling may have originated from these damages such that removal of the guide wire during the procedure or manipulation during analysis of the returned product may have pulled the inner layer distally possibly contributing to the resistance and noted blockage. It is possible that the noted pushed inner member material may have been from interaction with stylet during manufacturing or guide wire during the reported resistance, and the bubbled inner member material may be attributed to stretching/bunching from guide wire resistance, as it is at the fixed connection with the luer, or possibly from pressurization. As thick contrast was also noted in luer and covered the new guide wire after removal from the luer, it possibly may have contributed to reported resistance and, if inadvertently connected to the guide wire lumen, to the bubbled inner member material. Clarification from the reporter noted that there was no noticeable contrast media was in the guide wire port after preparation for use, contrast was not inadvertently connected to the guide wire port and the guide wire was wiped clean before loading. Although the account is unaware of how the thick contrast got into the luer, it likely came from the account as contrast and not used during manufacturing. Based on the reported information, it cannot be determined how or when the thick contrast got into the luer and if it contributed to the reported resistance during advancement or noted inner member damages. Overall, a conclusive cause for the reported complaint or noted damages cannot be determined. During manufacturing, all balloon dilatation catheters are 100% inspected for shaft damage and guide wire lumen resistance is checked when the full-length manufacturing stylet is removed during placement of the final packaging stylet. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire movement. A review of the finished product device history record revealed no nonconforming material records associated with this lot, and all lot release testing met specification. There does not appear to be any indication of a lot-specific product quality deficiency.